Manufacturer narrative:
Further analysis was performed on the device. Visual inspection revealed no anomalies. Bench analysis noted that the active current failed, a battery removal test failed and the lower menu was unintelligible. The lower menu failure would cause the battery removal and active current tests to fail. After replacing the display with engineering hardware all functional testing passed. Conclusion: all failures were localized to the display assembly.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; defective lcd (liquid crystal display). The lower display was defective; no values visible in screen. Interrupted lines / black screen depending on settings. It was noted several errors displayed during incoming test. (B)(4).

Event description:
It was reported the epg (external pulse generator) is defective; doesn't work. The epg was returned for service. No patient complications have been reported as a result of this event.